Event description:
Patient has a medtronic hvad lvad. He reported three batteries not charging as expected. These batteries were provided to pt originally on (B)(6) 2019 and replaced on (B)(6) 2020 with loaner equipment until new supplies were provided to pt on (B)(6) 2020. Medtronic hvad batteries serial numbers: (B)(4). FDA safety report ID# (B)(4).